Event description:
It was reported that the bed was damaged. No adverse consequences were reported.

Manufacturer narrative:
It was reported that the caster cover, and siderail cover were broken. Additionally, the calf support was scratched. This is attributed to customer mis-use.